Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to the difficulty removing the device include, but not limited to, device stuck on tissue or incorrect tissue track preparation. The treatment appears to be related to the circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a starclose se device after a lower limb angioplasty interventional procedure using a 6f sheath. Reportedly, when deploying the vessel locator wings (click 2) and advancing the thumb advancer (click 3), the device became stuck and required a lot of manipulation to remove it from the patient anatomy. No vessel or tissue damage was noted. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. After the device was removed from the patient, additional manipulation was performed and the nurse was able to deploy the vessel locator wings, advance the thumb advancer, and deploy the clip outside the patient anatomy. No additional information was provided.